Manufacturer narrative:
The product has been yet to be returned to our facility. The manufacturer has been notified of the problem and will provide retain lot testing of the lot in question. An additional report will be filed following that investigation with all additional information.

Event description:
Received email "please pull the following lot number for 30g 1cc easy touch syringes from our stock: 58216a. Plungers are not properly sealed/vacuumed with the barrel". Emailed response, awaitng reply. End user responded with "in this instance, the inner black rubber cc/ml indicator seal was too loose and did not remain tight when flushing or pulling on the syringe.

Event description:
Recived email "please pull the following lot number for 30g 1cc easy touch syringes from our stock: 58216a. Plungers are not properly sealed/vacuumed with the barrel". Emailed response, awaitng reply. End user responded with "in this instance, the inner black rubber cc/ml indicator seal was too loose and did not remain tight when flushing or pulling on the syringe.

Manufacturer narrative:
There were no abnormalities as a result of the barrel and plunger compatibility test and suction test for the stored 58216a house sample.